Event description:
It was reported that the bd luer-lok¿ 50 ml syringe experienced the scale markings missing. The following information was provided by the initial reporter: several syringes in lot: 21262777, exp 4-30-2027 without numbers and/or markings.

Manufacturer narrative:
Investigation summary: it was reported the scale markings are missing or defective. To aid in the investigation, three and samples with no packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed. The plunger rods have been removed from the syringe barrels and the samples have a scale marking issue. No other defects or imperfections were observed. The two photos provided show the samples received. This defect could occur if there was a jam during the syringe barrel printing process inducing the symptom reported. A device history record review was completed for provided material number: 309653, lot number: 2126277. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot.